Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing non-edwards valve the 26mm commander delivery system balloon burst on deployment. There was no patient injury or complication. Per the fcs, there was no extra volume added to the balloon prior to inflation. The perceived root cause of the balloon burst was the non-edwards valve. The physician noted that the balloon did not tear in the manner that was supposed to. It ended up being a radial tear vs. A longitudinal tear.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for balloon burst was confirmed based on provided imagery and returned product evaluation. Based on the product evaluation, the inflation balloon wall thickness conforms to specification. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing non-edwards valve the 26mm commander delivery system balloon burst on deployment. Per additional follow-up, the perceived root cause of the balloon burst was the non-edwards valve.'' Based on imaging evaluation, the balloon burst was observed at the end of thv deployment within the pre-existing non-edwards valve. Additionally, patient imagery revealed the presence of calcification in patient's anatomy. While the balloon is sufficiently designed and tested to ensure burst pressure is at or above the rated burst pressure, the physical interaction with the pre-existing valve stent during deployment and/or calcified nodules can potentially compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration, resulting in the reported balloon burst. As such, available information suggests that patient factors (pre-existing non-edwards valve/calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.